Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: date: (B)(6) 2014, inratio inr: 0.9, laboratory inr: 2.84, the time between testing was ten (10) minutes. Therapeutic range 2.0-3.0 for the patient. Patient reported that he's most comfortable between 2.5-3.5 therapeutic range. There was no additional info provided.

Manufacturer narrative:
Investigation pending.